Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after an implant procedure, a physician noticed they had accidently inserted the right atrial (ra) lead into the left ventricular (lv) port and the lv lead into the ra port of a cardiac resynchronization therapy defibrillator. Surgical intervention was performed and the physician properly reconnected both the ra and lv lead into their appropriate ports. The lv lead remains implanted and in service. No adverse patient effects were reported.